Event description:
Customer reported to beckman coulter, inc. (Bec) that they found a small amount of blood on the wash collar and the specimen tube tops after specimen processing on the unicel dxh800 coulter cellular analysis system. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist recommended that the customer perform a clean aspiration probe procedure two times. After the clean procedure, the customer ran several samples and found no blood on the wash collar or fluid on the tube caps.

Manufacturer narrative:
(B)(4).